Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one photo and returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was returned partially engaged. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first staple did not form properly. This was repeated four times with the same result. On the next attempt, no staple fired. This was repeated two times with the same result. Another attempt was made, and the stapler fired the next 9 staples properly. However, the next seven staples did not form properly. One more staple fired properly but after that, no staples would fire. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. Die casting anomalies were observed on the forming tool. The sample was retu rned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue visistat regular staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.